Event description:
It was reported that the pump's force sensor was out of calibration. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the pump in excellent condition. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. Unable to duplicate the reported issue, the force sensor held a steady reading. The root cause was unable to be determined. No action or repair done the pump was converted to a loaner. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).